Event description:
Braun consumer services rec'd a letter in 2003 indicating that the pt who has cerebral palsy & dystonia was having their teeth brushed by the cross action power toothbrush. While they were brushing their teeth, the brush head flew off into pt's mouth and pt swallowed it. The brush head lodged in pt's esophagus and they had to be transported to a local hosp to have it removed. The following month: the family member called back & informed consumer services that the pt closed their mouth on the brush head & it "popped off" into their mouth.